Manufacturer narrative:
PMA/510k: (B)(6) 2020. Date of report: (B)(6) 2020 the customer was provided a quote for onsite service from a philips technician to diagnose the device for possible repair. The customer, has yet to make a decision on the previously noted actions and the quotation has expired and the service order was closed. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
It was reported to philips that the device would not turn on. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. The customer was provided with a quote for onsite service from a philips technician to diagnose the device for possible repair.